Event description:
Patient reported rupture diagnosed by mammogram and "confirmed the rupture, plus a bit of debris floating around." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to observe, since it is a medical event. And is not related to the device. Additional observations: deformation is observed. Voids are observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side rupture. Diagnosed by mammogram. Healthcare professional "confirmed, the rupture. Plus a bit of debris floating around". By ultrasound. And also reported, "painful tender breast". Device has been explanted.

Event description:
Device has been explanted.